Event description:
Venatech lp vena cava filter didn't open after deployment and migrated. The filter was withdrawn with a snare. The patient underwent bypass surgery.

Manufacturer narrative:
This event occurred outside of the unites states ((B) (6)). The device was not returned to the manufacturer for evaluation. The manufacturer reviewed the x-rays pictures associated with the event. The filter implantation images showed that the filter did not open after insertion via jugular approach and stayed closed. This leads the manufacturer to believe the filter was externally constrained. The filter was still closed during the withdrawal attempt. For the filter to remain completely closed and external element must be constraining the filter. Generally two types of events might constrain a filter (1) presence of tissue around the filter, or (2) user error may cause a piece of hemostatic valve from the introducer sheath to constrain the filter. A review of the manufacturing lot records shows the lot of filters complied with the specification; no similar complaint reports were received concerning this lot. The manufacturer does not believe this event is related to a manufacturing defect or product quality. However, as the introducer system was not returned for evaluation, no conclusion about the cause of the incident can be made.